Manufacturer narrative:
H3, h6: the returned position sensor unit (psu) (B)(6), lot p902820 was analyzed. It had scratches on the housing & lenses. A check of the event log showed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .481mm with a passing threshold of .250mm. Codes b01, c02, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. There was no patient involvement. Troubleshooting information was provided. The network device interface (ndi) toolbox showed internal temp and bump status. The probable cause was the cmos (complementary metal oxide semiconductor) battery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: 9735821, product type: 2543-mnav - system h3: a manufacturer representative went to the site to test the equipment. In summary, hardware parts were replaced. Codes fdm b01, fdr c08, fdc d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error message. A05 was coded for the camera issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.